Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, runthrough ns. Guide cath: launcher 6f. Factors that may contribute to balloon material ruptures include, but are not limited to, balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, insufficient preparation prior to use, and / or interaction with the lesion/anatomy, a previously implanted stent, guiding catheter, guide wire and other accessory devices. In this case, it is possible that the balloon material was damaged (scratched) during interactions with the reported heavily tortuous, heavily calcified and 75% stenosed lesion, such that the balloon ruptured during the second inflation attempt; however this could not be confirmed. Since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. There is no evidence to suggest a potential product deficiency. To help ensure this type of damage is not the result of a manufacturing deficiency, all catheters are 100% visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all catheters are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure (rbp) and balloon integrity prior to release. The device lot history record was reviewed and a query for similar incidents was performed for this lot and there is no indication of a product quality deficiency. In this case, it is possible that the balloon material was damaged (scratched) during interactions with the reported heavily tortuous, heavily calcified and 75% stenosed lesion, such that the balloon ruptured during the second inflation attempt; however, this could not be confirmed.

Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the proximal left anterior descending artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed with the 3.0 x 12 mm trek; however, a balloon rupture occurred during the second inflation of 12 atmospheres (atm), for 30 seconds. A non-abbott balloon was used to continue dilatation. There were no adverse patient effects. No additional information was provided.